Event description:
It was reported that during a stenting treatment procedure, a stent moved on the balloon and the stent appeared to be shortened. The 99% stenosed target lesion was located in the calcified and moderately tortuous proximal to distal right coronary artery (rca). The mid rca was predilated with a 3 x 20mm non bsc balloon at 10atms for 40seconds. Then, the proximal rca was predilated with the same balloon at 12 atms for 40 seconds. The 3.0 x 20mm promus element mr was advanced, but was unable to cross the lesion. The physician noted that the stent had moved distally, and also appeared to be shortened. The physician implanted the stent in the proximal rca at 12 atms for 40seconds. The stent was post dilated with a 3 x 20mm non bsc balloon (rca middle: 12atms for 90sec / rca proximal: 14atms for 60sec). The procedure was completed with this device. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported that the physician observed under fluroscopy that the stent was not imlanted in its intended location. The stent was intended to be implanted in the mid right coronary artery (rca), but instead was implanted in the proximal rca.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).